Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010.

Event description:
Customer's daughter reported customer receiving erratic readings on her precision xtra blood glucose meter. Caller reported customer receiving readings of 56 mg/dl, 52 mg/dl and 299 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Caller further reported customer subsequently experiencing dizziness, lightheadedness, disorientation, sedation, and loss consciousness. Customer was taken to the hospital and diagnosed with hypoglycemia. Customer was given a drip fluid of unknown type and an ativan pill. Customer self-treated by eating fruits. There was no report of death or permanent injury associated with this event. It was further reported the customer was using test strips related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or reading issues.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (46201) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.